Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The returned device analysis was unable to confirm the reported leak as a leak was not observed during device testing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported leak. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other steerable guide catheter referenced in b5 is filed under a separate medwatch report.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During insertion of the steerable guide catheter (sgc) (90725u213) as the dilator was removed; air bubbles were observed in the sgc. Aspiration was not successful. The sgc was removed and once outside the anatomy, the air leak appeared to be coming from the sgc valve. A second sgc (90621u112) was used, the sgc could not be aspirated the first time, however additional aspiration was successful. The sgc was continued to be used without further issue. One clip was implanted, reducing mr to <1. There was no adverse patient effect and no clinically significant delay during the procedure. It was commented, it is possible the difficult aspiration with the second sgc could be due to the 3 way stop-cock.